Event description:
Customer reported that a pt underwent a cleft-palate procedure in 2008. The pt presented with surgical site break-down and dehiscence six days later. The surgical site was repaired. No suture was visible at the time of reoperation.

Manufacturer narrative:
Date sent to the FDA: 10/23/2008. Wound dehiscence occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.